Manufacturer narrative:
The agent reported the patient fell post-operatively and had a periprosthetic femur fracture. Male 78. Complaint has been evaluated and is similar to report number 1644408-2022-00096; 425-97-009, s809 - trauma, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to fall lower body / fracture